Event description:
Related manufacturer reference number: 2017865-2023-15666. Related manufacturer reference number: 2017865-2023-15668. It was reported that the patient presented in the hospital due to infection. During the explant procedure, it was noted that the pacemaker pocket was open due to pacemaker pocket erosion. The entire pacemaker system was explanted due to infection and pacemaker pocket erosion. The patient's condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and the reported event was not confirmed. Visual, electrical, and x-ray testing was normal and no anomalies were found.